Event description:
The report stated that the pt had back surgery using a force2 with a valleylab, pt return electrode with no symptoms of an es injury. This pt was discharged. On the next day, the pt was seen in a local ER complaining of severe pain at/in the left thigh. She was diagnosed with rash or tape irritation. On the following day, she was readmitted into the hosp. A CT-scan and MRI revealed an area that appeared to be an electrical injury in her left thigh where the pt return electrode had been placed.

Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. Further info has been requested. We are in contact with the risk mgr to obtain further info. If a sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.